Manufacturer narrative:
Additional manufacturer narrative/corrected data - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2017, this patient was implanted with a conformable gore® tag® thoracic endoprosthesis using a gore® dryseal sheath with hydrophilic coating (dsl2428j/16056665) to treat a thoracic-abdominal aortic aneurysm. During the procedure, the right external iliac artery (reia) was dissected. A gore® viabahn® endoprosthesis was implanted to repair the injury. The patient tolerated the procedure. The physician believes the root cause of dissection might have been due to the diameter of reia being outside of the sizing guidelines for the gore® dryseal sheath, although measurements of the reia were not provided to gore. No further information is available.